Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and sticker sheets record. In addition to what were previously alleged, pinnacle ppf alleges metal wear and metallosis. Doi: (B)(6) 2005; dor: (B)(6) 2009; left hip. The wpc reports the patient was revised to address a reaction to the metal-on-metal implants. The soft tissue was black, and there was a grayish milky liquid around the joint. As part of the wpc, DHR reviews were performed: "device history records have been reviewed for the 1218-89-148 pinnacle metal liner lot 1902637 and 1365-12-500 ariticuleze m spec femoral head lot 1927062 associated with this report. Review of the records did not reveal any related manufacturing deviations or anomalies." Medical records were also reviewed. None of the information provided in this pc change the previous investigation. The wpc investigation is still valid. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot = null. Device history batch = null. Device history review = null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Occupation: attorney. (B)(4).

Event description:
Patient was revised to address a reaction to the metal-on-metal implants. The soft tissue was black, and there was a grayish milky liquid around the joint. Update 11/29/2012 - medical records were received. The primary operative report indicated that small cracks were noted in the proximal femur after removal of the femoral trial; however, there was no further issue noted as a result of this. Update ad 6 jul 2018: receipt of ppf and sticker sheets record. In addition to what were previously alleged, pinnacle ppf alleges metal wear and metallosis.